Event description:
From staff: biopsy needle did not cock appropriately during the testing phase of the needle before doing the biopsy. Manufacturer response for instrument, biopsy, eviva_0913-20 (per site reporter) the rep [representative] has been made aware of the event through the manufacturers' reporting system. [Redacted] is the rep with hologic; case/RMA number is [redacted].